Manufacturer narrative:
The complaint product was not returned for evaluation; however, the reporter provided photographic evidence. The submitted images do not depict the reported issue; therefore, the complaint could not be confirmed. The root cause could not be determined. A review of complaint history identified no similar complaints involving the same part number and failure mode within the preceding 24 months. No additional trends were identified; monitoring will continue for any emerging trends. The part number is obsolete, and the associated device history records (dhrs) have exceeded the five-year retention period and are no longer available. The product number was originally unknown; therefore, the initial report was submitted under report 3006606984-2026-00001. However, the product number has since been received, and this submission serves as the new report, including the investigation findings. All information related to this case will be captured under this record. A follow-up will not be submitted for report 3006606984-2026-00001. All information reasonably known as of 28 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the information known at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product is defective, caused, or contributed to a serious injury.

Event description:
It was reported that the meddelivery tubing repeatedly disconnected during treatment. No delay in therapy, harm, or injury was reported as a result of this event.